Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: addr01 ipg, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise. The rv lead was explanted and replaced. The patient was reported to have been near syncope. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead had developed a fracture due to flexing while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead developed a breach due to a depression while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Frozen strips recorded on (B)(6) 2015 showed some ventricular oversensing.